Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Customer¿s reported problem was verified by functional testing. The cause is the motor. Replaced the motor to correct the issue. Cadd legacy device passed all functional tests after the repair. The service history review identified there was a case issue in aug-2020.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1871. The event occurred during testing, there was no patient involvement.